Event description:
The complaint is reported as: "the patient was catheterized on the second attempt, and a guide wire was passed. Subsequently, a dilator was inserted, but it was not possible to advance it due to the tip of the dilator breaking open. Later, the patient experienced retraction, leading to the removal of the dilator." No patient injury was reported. The patient's current condition was reported to be critical. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The customer report of damaged dilator tip was not able to be confirmed by visual inspection of the customer supplied photo. A full complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not withdraw dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip. Precaution: sufficient guide-wire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
The complaint is reported as: "the patient was catheterized on the second attempt, and a guide wire was passed. Subsequently, a dilator was inserted, but it was not possible to advance it due to the tip of the dilator breaking open. Later, the patient experienced retraction, leading to the removal of the dilator". No patient injury was reported. The patient's current condition was reported to be critical. Additional information was requested but was not available at the time of this report.